Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored with deep scratches in the display lens. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/15/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/15/2014 with the following findings: during testing, the display was found to be dim and discolored. Evaluation revealed that there were deep scratches in the center of the display lens. (B)(6).